Manufacturer narrative:
Of the 29 allegations of a malfunction, 17 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning due to display failures. During investigation for unrelated complaints, there were 5 additional failures found.

Event description:
This report summarizes <noe> 29</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a display issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-72 years of age and between 11 and 295 pounds. Of the reported patients, 11 were male and 16 were female.

Manufacturer narrative:
Follow up #2 date of submission: 10-jul-2019. Device analysis: in quarter 2 of 2019, there was 1 instance of display issue failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
In quarter 4 of 2018, there were 1 instances of display issue failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.